Event description:
It was reported that (B)(6) 2013 - right sided sciatic pain and weakness in both legs, investigated by neurologist. Presence of haemorrhoids. (B)(6) 2013 ¿ haemorrhoidectomy. If additional information is received, a follow up report will be sent.

Event description:
Information in this report was reported that belongs to manufacturer's report # 3004209178-2013-12078. Please see manufacturer's report # 3004209178-2013-12078 for information regarding por and low battery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had limited control the implantable neurostimulator (ins). It was thought that the hemorrhoids did not anything to do with the ins. The investigation with the neurologist was an ongoing part of the healthcare for the patient.